Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Customer had symptoms related to high readings such as nausea and heartburn. Blood glucose level at the time of the incident was 512 mg/dl. Blood glucose level at the time of the call was 540 mg/dl. Customer treated via bolus with the insulin pump. During troubleshooting, the customer mentioned using insulin that was not at room temperature. High pressure test was performed and passed. The insulin pump was not replaced or returned for analysis.